Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that they had experienced two more similar tubing leaks from the ivac closure (presumed to be the accuslide flow regulator). There was no report of patient harm.